Manufacturer narrative:
Final analysis found the reported field events of communication failure and premature battery depletion was confirmed in the laboratory. High current draw was observed during bench testing and was traced to an unregulated internal supply. The root cause of the anomalies was determined to be an integrated circuit failure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to hospital for follow up after their implantable cardioverter defibrillator had an alarm from more than twenty days. The patient was stable. The device was completely depleted and the programmer could not connect to the device. It was noted that the patient had reported more than hundred shocks since the time of their device implant. The device was explanted and replaced on (B)(6) 2019.